Manufacturer narrative:
Section a2, a3, a4 and a5: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the physician had observed a scratch which looked like foreign matter reflecting white at around the base of a leading haptic. This occurred while the trailing haptic had not fully opened, after the preloaded intraocular lens (iol) had been inserted into the eye. The foreign matter had not been removed even though the lens had been thoroughly aspirated with irrigation/aspiration. The reporting physician confirmed the white reflection in a slit lamp examination conducted the day after surgery. The doctor said that from the appearance, it was difficult to distinguish whether it was a scratch or a foreign body. The iol remains implanted. Account indicated that no product will be returned. No patient injury was reported. No medical intervention was required. No further details were provided.